Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at implant attempt the ventricular lead was unable to be placed successfully; due to the site being "fatty" the lead was unable to capture. The lead was removed but not replaced. No patient complications have been reported as a result of this event.